Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the occlusion alarms were causing the patient to be sick. The reporter did not provide any blood glucose values or any signs or symptoms. In addition, the reporter stated that the patient had a stomach virus. The pump was not available for review and no additional information was available at the time of the call. Several attempts by the customer support to follow-up with the reporter on the matter were unsuccessful. The reported illness does not meet criteria for a serious injury. This complaint is being reported because the alleged occlusion alarm issue remained unresolved.